Event description:
This afternoon doctors have had a 3100b switch off whilst on a patient. Rep went to see this vent this evening and it has a genuine fault. When rep tested it at the patient settings, running at approx. 20 cmsh2o, rep time of 33, frequency of 3.7hz and power of 10.0, it lasts for about 15-20 seconds before the circuit breaker trips. When rep turned the power down to 5, it runs for much longer but the ddi reading is very unstable. It runs normal but occasionally it seems to kick. This can be heard and seen on the ddi meter. Rep removed the ddi probe and there is some small pieces of metal sat in inside the driver. This driver has only done 1011 hours since it was installed.